Event description:
Date of event: estimated aug. 2006. System failed accuracy test and was remapped. During the mapping process an error message were displayed for unstable readings, indicates system noise and possible component problem. Pt was not injured.